Event description:
A talent stent graft system was implanted for the endovascular treatment of a 6.7 cm diameter fusiform abdominal aortic aneurysm on (B)(6) 2010. The proximal aortic neck was 21 mm in diameter, with a length of 21 mm, with an angulation of 22 degrees. The right and left iliac arteries were mildly tortuous, with no stenosis reported. It was reported that during a routine 4 year follow up, stent graft stenosis was observed in the right iliac artery. The patient does not want to continue follow up. No additional clinical sequelae were reported and

Event description:
A review of returned cta's and x-ray's from 4 years post-implant revealed that the bifurcate was positioned just below the renal art eries. The ipsilateral limb was placed into the right common iliac, and the contralateral limb into the left common iliac. The limbs are crossed. The maximum aaa diameter is 6.5cm and no endoleak is seen. There is a small slug (1cm length) of thrombus within the proximal section of the ipsilateral limb near the stentless region, just below the flow divider. The flow lumen diameter is reduced from approximately 12mm to 8mm minimum across this thrombus. No other thrombus is seen within either limb or distal vessels. No stent graft kinks, compression or other issues are seen. The cause of the thrombus could not be determined. It is possible that there was slight fabric infolding within this un-supported section of the ipsilateral limb which may have contributed to the decrease in lumen diameter in this location.

Manufacturer narrative:
(B)(4).